Manufacturer narrative:
(B)(4). Batch # r94f4a. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device r40z0a lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device r94f4a batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did not feed properly. Did the clip not feed into the jaws due to the damaged jaws? No further information is available. Did the clip feed slowly? No further information is available. Did the clip feed sideways? No further information is available. No further information will be provided.

Event description:
It was reported that during a laparoscopic ascending colectomy, the clip was not fed into the jaws properly after the 2nd firing. The device was used on the blood vessel. Another device was used to complete the case. It was found that the tip of the jaws was deformed when the sales rep checked the device after the procedure. There were no adverse consequences to the patient.